Event description:
Additional information received on 04/08/2016. Allegedly the patient was revised due to the following mom complications: pain; loosening; acetabular cup was grossly loose and malaligned with absolutely no bone ingrowth; trochanteric and periarticular cyst formation; hemosiderin throughout the hip; grossly cheesy material around the proximal femur and trochanteric region. (Left).

Manufacturer narrative:
(B)(4).

Event description:
Allegedly, patient was revised due to mom complications.

Manufacturer narrative:
Additional information received. This is the same event as 3010536692-2016-00132. This report will be updated when investigation is complete. Trends will be evaluated.